Event description:
The patient underwent an endograft repair of an infrarenal abdominal aortic aneurysm. There was a type 1 endoleak where the endograft slipped down due to a short neck. A cuff extension was placed and this slipped down again. The patient had no seal on the proximal aneurysm. Six days later the patient presented with back pain and hypertension. A computerized axial tomography (cat) scan revealed a ruptured 6.1 cm infrarenal aneurysm post-attempted endograft repair. The patient was taken directly to the or for an open procedure and removal of the endograft.

Event description:
The patient underwent an endograft repair of an infrarenal abdominal aortic aneurysm. There was a type 1 endoleak where the endograft slipped down due to a short neck. A cuff extension was placed and this slipped down again. The patient had no seal on the proximal aneurysm. Six days later the patient presented with back pain and hypertension. A computerized axial tomography (cat) scan revealed a ruptured 6.1 cm infrarenal aneurysm post-attempted endograft repair. The patient was taken directly to the or for an open procedure and removal of the endograft.